Manufacturer narrative:
The customer's complaint that the lifeband cover plate locking tabs dislodged from the bottom of the autopulse platform (sn (B)(6)) was confirmed during the visual inspection. Visual inspection revealed damaged front and bottom enclosures. As a result, the lifeband cover plate locking tabs could be removed easily. The observed physical damage appears to be the characteristic of user mishandling, such as a drop. The damaged parts need to be replaced to address the reported complaint. The autopulse platform passed the functional testing with no issues, and no significant discrepancies were noted in the archive. The autopulse platform passed the run-in test using lrtf (large resuscitation test fixture). Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) has issues holding the lifeband, as lifeband cover plate locking tabs dislodging from the bottom of the platform. The lifeband was replaced; however, the issue persists. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.